Event description:
At pump explant (please see mfg. Report # 3004209178-2009-1319), the catheter was tested and demonstrated good cerebrospinal fluid flow. The catheter was not explanted. The patient was kept at the hospital for a few days to assist with the predicted withdrawal she would experience after the baclofen pump was explanted. The patient was hospitalized in the intensive care unit for 3 days. The patient went home, but returned four days later due to a cerebrospinal fluid leak. The catheter was 'over sewn and the patient was sent home. While the patient was in the hospital, she exhibited an episode similar to what was seen prior to pump explant.